Event description:
The iab leaked. Blood was noted in the tubing. The following was reported to datascope on 3/30/98: the balloon pump did not alarm. The nurse noted blood in tubing and pumping was stopped. The physician was notified. There was no pt injury or complication as a result of the event. [Event complications]: none from the event-reported 2/9/98 and 3/30/98. [Pt's current status]: unk-2/9/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp